Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced poor performance resulting in the decision to explant the device. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure there was an unintended increase of atm's. The encore inflation device was being used and pressure was between 2 and 3 atmospheres when it suddenly increased to 12 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.